Event description:
A peritoneal dialysis (pd) patient's caretaker reported that a fluid leak was encountered after completing a pd treatment. The caretaker explained that when treatment was complete and cassette was being removed from the machine it was noted that there was fluid in the pump module area and on the external part of the cassette. The origin of the leak was not known. Technical services advised that the caretaker follow up with the patient's pd nurse and to allow the cycler door to remain open so it could air dry and then to attempt to use the cycler the next day treatment. In a follow up with the caretaker, it was reported that the patient did not suffer any harm, adverse event or require intervention due to the leak. The cycler set used is not available to be returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that a fluid leak was encountered after completing a pd treatment. The caretaker explained that when treatment was complete and cassette was being removed from the machine it was noted that there was fluid in the pump module area and on the external part of the cassette. The origin of the leak was not known. Technical services advised that the caretaker follow up with the patient's pd nurse and to allow the cycler door to remain open so it could air dry and then to attempt to use the cycler the next day treatment. In a follow up with the caretaker, it was reported that the patient did not suffer any harm, adverse event or require intervention due to the leak. The cycler set used is not available to be returned for analysis.